Event description:
It was reported from the (B)(4) study that the right ventricular (rv) lead dislodged after implant while the patient was still in the hospital. Therefore the rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - ventricular nst (non-sustained tachycardia) =120 ms on (B)(6) 2010 08:56:09. One - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010 09:00:09. Daily hv-lead impedance trend data shows an abrupt increase for defib active can on impedance = 64 to 254 ohms peak between (B)(6) 2010 and (B)(6) 2010. Performance data file (B)(4) shows episode 4 (B)(4) defib imp =31200.2 ohms on (B)(6) 2010 08:56:23.